Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic gastric bypass, the device was inserted through the trocar in the abdominal cavity. When turning the handle of the device to collapse the retractor, the device broke and fell into the patient cavity. To correct this issue, the device was removed from the abdominal cavity and a new device was used to complete the procedure. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The bag was detached from the device and there was fraying and tearing of the suture where the bag attaches to the device a review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported event can occur when applying excessive force to the bag causing it to detach. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.